Event description:
Device 1 of 4 reference MFR. Report#: 1627487-2019-02698; 1627487-2019-02700; 1627487-2019-02701. Follow up revealed that the patient's leads were explanted and replaced, and therapy was restored post-op.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 5; reference MFR. Report#: 1627487-2019-02698, 1627487-2019-02699, 1627487-2019-02700, 1627487-2019-02701. It was reported that the patient was not receiving adequate therapy due to lead migration. As a result the patient may undergo surgical intervention at a later date.

Manufacturer narrative:
Corrected data: - device manufacture date was indvertently omited in initial report.

Event description:
Device 1 of 5 MFR. Reference report#: 1627487-2019-02698; 1627487-2019-02699; 1627487-2019-02700; 1627487-2019-02701.